Manufacturer narrative:
Additional information: a1, a2, a3a, a4, b5, d9, d9 (return date), g3, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robotic assisted myomectomy procedure, there were some notches on the tip of the retractor that they could not see with naked eyes but could be noticed on the monitor. The bowel was constantly getting caught in this, and that was abnormal. To resolve the issue, a grasper was used to removed the tissue. There was no patient injury.

Event description:
According to the reporter, during a robotic assisted myomectomy procedure, there were some notches on the tip of the retractor that they could not see with naked eyes but could be noticed on the monitor. The bowel was constantly getting caught in this, and that was abnormal. To resolve the issue, a grasper was used to remove the tissue. There was no patient injury.

Manufacturer narrative:
Correction: b5, e4 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no abnormalities. Functionally, the fan was able to open and close without difficulty. The distal end of the fan noticed a gouge leaving a burr. It was reported that the device tip had some notches and the bowel was constantly getting caught on it. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This may occur if the device was exposed to an excessive or improper force. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: device was contraindicated for certain applications. The device was to be disposed of properly. Product sale and use were restricted to surgeons and qualified individuals. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure, there were some notches on the tip of the retractor that they could not see with naked eyes but could be noticed on the monitor. The bowel was constantly getting caught in this, and that is abnormal. There was no patient injury.